Manufacturer narrative:
Upon investigation of this incident, a technical support specialist mentioned that the customer resolved the issue, but further repair information was not provided. The system functioned as intended after the customer resolved the issue. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the barcode populated different product. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.